Event description:
An infection was reported. The pump was planned to be explanted. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.